Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a set and tubing change, the user experienced hyperglycemia with blood glucose reaching 325 mg/dl for about 1.5 hours, with troubleshooting confirming drops from the connector needle, an unbent cannula, and successful resolution after replacing the infusion site, filling the cannula, and resuming insulin delivery. Symptoms included hyperglycemia without ketosis or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and no backup therapy use. Investigation included guided troubleshooting and user education on site replacement and cannula fill. Investigation of this case revealed no alarms, no bent cannula, and restoration of insulin delivery after site replacement, consistent with an unclear cause of interrupted or inadequate insulin delivery at the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.